Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that during this left ventricular (lv) lead implant, the pace impedance measurements were greater than 2000 ohms. This lead was ultimately removed and replaced, prior to wound closure. No adverse patient effects were reported. This product has been returned and a device evaluation was completed.

Event description:
It was reported that during this left ventricular (lv) lead implant, the pace impedance measurements were greater than 2000 ohms. This lead was ultimately removed and replaced, prior to wound closure. No adverse patient effects were reported. This product has been returned and a device evaluation was completed.